Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products: 5076, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was replaced prophylactically. The rv lead was returned to the manufacturer, an alyzed, and tested out of specification. No patient complications have been reported as a result of this event.